Event description:
A physician from the (B)(6) hospital submitted a report to (B)(6) on (B)(6) 2010 stating that "this is to inform you that a fatal esophageal perforation occurred following the use of a diagmed gastric over-tube on (B)(6) 2010." The overtube is a device used in conjunction with a flexible endoscope for foreign body and tissue retrieval, and/or for endoscopic procedures requiring multiple endoscope intubations. The company conducted an investigation through its distributor, diagmed. It was reported that the physician used an over-tube during the course of an ercp procedure. After having difficulty delivering the duodenoscope and a gastroscope, the physician attempted to deliver an overtube with the gastroscope. The physician examined the pt but did not locate a perforation on endoscopic examination. A contrast scan taken at the time was negative for perforation. The pt was discharged to his ward, ate and then his condition deteriorated. It was reported that a perforation was found during a CT scan that was performed while the pt was in the ward. It is believed that the pt was discharged from the facility and passed away 30 days later. On (B)(6) 2011, the physician responded to the company's request.

Manufacturer narrative:
Based on analysis of the information available to date, it does not appear that there was a device failure or malfunction. In addition, there is no information suggesting that the injury was caused by improper or inadequate design of the device. Nor are there any reported issues relating to a manufacturing issue or problem. Similarly, there is no reported information that indicates that the event was caused by user error relating to the use of the over-tube. On (B)(6) 2011, the company received a response for the treating physician that addressed several questions that the company had submitted to the facility concerning whether the device malfunctioned or caused or contributed to the incident. Although some of the information provided by the doctor conflicts with information received during the company's investigation, and conflicts with the company's injury, based on the information provided the company's device was involved in the procedure and the company must apply the information in addressing the reportability issues relating to the incident. A review of complaint trending for this device does not identify any similar issues involving any over-tube marketed by the company.